Event description:
Peripheral IV access attempted using appropriate technique. Positive blood return noted; however blood return stopped shortly after catheter insertion. Upon removal, distal portion of plastic IV catheter noted to be missing. Fragment was removed with laceration kit and local anesthetic. No apparent discomfort or adverse reaction from the patient regarding the incident.what was the original intended procedure?piv insertion.device #1is this a laboratory device or laboratory test?no.